Event description:
An olympus employee reported that, during a demonstration, the subject device blinked on and off and eventually blacked out. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Address: (B)(6). The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed that the device shut down when power was turned on for a few seconds. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the device lost power due to a faulty printed circuit board. However, a definitive root cause of the reported issue could not be identified. The cause of the defect in the printed circuit board could not be determined. Olympus will continue to monitor field performance for this device. In addition, there were minor scratches on the screen. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.